Event description:
It was reported that the customer experienced a blood glucose (bg) level of 268 mg/dl and high ketone levels. A healthcare provider identified the ketone levels as dangerous and life threatening. Customer was treated with a dose of long acting insulin while in the ER. The customer was released form the ER 5 hours later with the issue resolved and no permanent damage. Reportedly, an unspecified malfunction alarm occurred. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.